Event description:
The pt was stepping down and when she planted her foot, it twisted and she felt a pop. The x-ray revealed the femur had fractured and it needed to be revised. The surgeon removed the femur, the head and the liner. X-rays are available but the explanted material is not.